Event description:
Report received from the USA stating that the device is missing gasket and plate. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was not received by (B)(4). Once the device is received and the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).